Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No moisture damage was found on the motor electronics. No unexpected smell of insulin was noted.

Event description:
It is reported that a patient's mother called complaining about a leak in her daughter's insulin pump. The patient's blood glucose level was at 149 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.